Event description:
Five out of six cryocyte bags were discovered broken after storage in vapor phase of liquid nitrogen. The facility reported that the bags were filled with 95-100 ml product. The stem cell product from the broken bags was transplanted, and the sterility control of the transplanted product was positive for microbial growth. However, no additional antibiotic treatment was administered because of the standard antibiotic treatment of the pts.